Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to test the auto off alarm due to no button response. The device had a scratched display window, cracked case at display window corner upper left corner and cracked reservoir tubelip. Device had moisture damage on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.